Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and experienced the adverse event listed below . When healthcare professional removed the catheter from the right, 5 of the outer coils tore away from the microinsert. Hcp removed the 5 coils from the uterine cavity. They could see the proximal inner coil in the correct location of the utero-tubal junction. So it was left in place, and will do the confirmation test in 3 months. The left side insertion was successful. The pt was fine, no discomfort, no complaint.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 02-mar-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during insertion 5 of the outer coils tore away from the microinsert (complication of device insertion). Both events are considered non-serious. During insertion 5 of the outer coils tore away from the microinsert, assumed as device breakage, is unlisted in the reference safety information for essure, while the other event is listed. During difficult insertion, single cases have been reported of essure breakage. In this particular case, it was mentioned that during insertion 5 of the outer coils tore away from the microinsert and hcp removed the 5 coils from the uterine cavity.based on the available information and due to lack of alternative explanation, causality between the event above and essure use was considered as related. This case was regarded as other reportable incident due to device breakage. According to product technical complaint investigation results, a quality defect was plausible and based on the provided information the defect type corresponds to device breakage. In summary, based on the available information of the device breakage and a product defect, a causal relationship cannot be excluded. No further information is expected.

Manufacturer narrative:
Follow-up information was received on (B)(6) 2014: no new clinical information was provided. Follow-up information was received on (B)(6) 2014. Patient's weight and height were provided. She denied any relevant medical history, concurrent conditions, previous gynecological interventions, gynecological problems or procedures . Essure lot number 882475 and expiration date (B)(6) 2016 was easily implanted. Analgesia (pericervical blockage) was applied during insertion. She was 6 wks postpartum. The visualization of tubal ostium was easy. Fluid loss during hysteroscopy was less than 1500cc and the procedure did not take more than 20 minutes. Condom was used as back-up contraception after essure insertion and before total occlusion confirmation. It was reported that the condition was not caused by essure. Essure was not removed and removal was not planned, once it was not medically necessary and the patient did not request removal. No further information was provided. Follow up information from (B)(6) 2014: ptc result. Ptc global number: (B)(4). Final assessment: when a term like "tore" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro­ insert actually broke into individual pieces, or if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken". Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Since no product was returned for investigation, we cannot confirm this quality complaint; however, based on the complaint description provided, we are able to conclude that a quality issue is plausible. It is possible during the manufacturing assembly process a small gap was left between the inner coil and inner catheter (they should be butted together during assembly). When the outer coil of the micro-insert is wound down a small portion of the coil can become trapped in the gap. If a device has this issue, when the physician presses the button to release the micro-insert, the outer coil may sever itself as it is being deployed from the catheter. In typical situations, this severing occurs inside the catheter prior to the pieces being deployed from the catheter. The severing of the coils inside the catheter does not pose a significant risk to the health of the patient. Medical assessment: this case reported complication of insertion due to breakage. The reported events are not necessarily indicative of a quality defect. One (1) additional ae case report has been received to date in relation to batch number b82475 but this case does not refer to a similar type of breakage event. No batch signal can be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At time of this medical assessment the technical investigation concluded "unconfirmed quality defect- but plausible" with a final risk category IV, a defect which does not pose a hazard to patient's health as the severing of the coils does not pose a significant risk to the health of the patient. According to the technical assessment a quality defect was plausible and based on the provided information the defect type corresponds to the following meddra llt device breakage. In summary, based on the available information of the device breakage and a product defect, a causal relationship cannot be excluded. Company causality comment: this medically confirmed report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and experienced during insertion 5 of the outer coils tore away from the microinsert and complication of device insertion. Both events are considered non­ serious. During insertion 5 of the outer coils tore away from the microinsert is unlisted in the reference safety information for essure, while the other event is listed. The event during insertion 5 of the outer coils tore away from the microinsert (assumed as device breakage) was regarded as near-incident due to the reported breakage. During difficult insertion, single cases have been reported of essure breakage. In this particular case, it was mentioned that during insertion 5 of the outer coils tore away from the microinsert and hcp removed the 5 coils from the uterine cavity. Based on the available information and due to lack of alternative explanation, causality between the events above and essure use was considered as related. According to product technical complaint investigation results, a quality defect was plausible and based on the provided information the defect type corresponds to device breakage. In summary, based on the available information of the device breakage and a product defect, a causal relationship cannot be excluded.